Manufacturer narrative:
The allegation is not confirmed. The device was not available for investigation at the manufacturing plant. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine plant investigation of a peritoneal dialysis patient¿s liberty select, treatment data was obtained and evaluated and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 4502ml drained. This drain is 250% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 1798ml is 3236ml. Therefore, a reportable malfunction has occurred. Additional information was solicited.